Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8835, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving fentanyl (unknown dose and concentration) via an implantable infusion pump for non-malignant pain. It was reported on (B)(6) 2016 that the patient's personal therapy manager (ptm) is not working and she hasn¿t been able to reach the doctor's office. It was stated that the ptm states when she gets a bolus and then says she has to wait 1 hour and 10 minutes. When the patient tried again the next morning the ptm said she needed to wait 14 hours to get a bolus. It was stated the patient is programmed to 1 bolus every 4 hours and up to 6 in a 24 hour period. It was also stated that the patient saw the ptm said she had to wait 4 minutes and then checked again and it had moved up to 11 minutes. It was stated that the whole pump is messed up but the patient cannot get a hold of a physician to walk them through fixing it. The patient was going to follow up with a healthcare provider. No symptoms were reported. The event took place on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.